Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and the customer planned to obtain a charger upon returning home and call back to reset the device.